Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this patient was found to have a pacing impedance >3000 and elevated pacing threshold on latitude. Patient was admitted to hospital. When replacing the lead, noise was found on the rv channel of the device. Noise was present on either lead through the psa. The lead was capped.